Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, yellow particles on the surface of the shell, crease fold. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted via asr on 28/jul/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported implant exchange due to patient concern with the product. Physician additionally reported "cysts," "skin rash," lump/nodule, and nipple hypersensitivity; these events are not related to the device. Device remains implanted.